Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss in the device. The fluid loss was identified because the cuff was not fully inflating. All components were removed and replaced. The source of the fluid leak was not identified. There were no patient complications.